Event description:
Unit was smoking. Caught on fire. Put out with a fire hose. Put in the parking lot. At (B)(6) 2025 at 11:10am, called to report an incident that allegedly involved the following product or device: oxygen concentrator. Reported that the following occurred at (B)(6) 2025 at 9:05am: allegedly the power switch was turned on and inside fire started. Unit was smoking and they put it out with water hose and have put it outside in the parking lot away from the building. There were no injuries according to reporter. The product has been taken out of use.

Manufacturer narrative:
Melting of the housing occurred and was limited to adjacent to the hour counter.